Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the caster mount snapped off of the frame on the left side.